Event description:
The lay pt contacted lifescan (lfs) alleging that her one touch ultra meter displayed the date and time message. In 2006 at 7:30 am the pt attempted to test with the reported meter while feeling "weird, hot, and clanny". She did not obtain a result on the meter. She treated herself by taking food and/or beverage. The customer svc agent (csa) confirmed that meter displayed the date/time format. The pt had "just replaced the meter battery." The meter displays the flashing time message after the meter has lost power such as when the battery is replaced. The message indicates the meter has entered the setting mode requiring the date and time to be set. The csa walked the pt through resetting the meter and resolved the issue. The pt reported obtaining a result of 355 mg/dl on the reported meter after experiencing the above noted symptoms. The meter, test strips, and control solution were replaced. The complaint is reported because the pt was unable to obtain a blood glucose reading on the product while experiencing symptoms suggestive of an abnormal blood glucose level. The pt admin self-care by eating food and/or drinking beverage. The pt later obtained an elevated blood glucose reading on the meter.